Manufacturer narrative:
Based on the current information provided, the cause of the conversion of procedure can be attributed to anatomical factors. The surgeon stated that the mediastinal mass was very vascular, which she did not expect prior to the robotic procedure. The surgeon converted the procedure as she thought it would be safer to continue the procedure via an open approach due to the nature of the mass. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted mediastinal mass resection, there was bleeding that occurred from a highly vascular mediastinal mass. The procedure was converted to open as the surgeon thought she would be able to control the bleeding better during an open procedure due to the vascular nature of the mass. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection, there was bleeding that occurred from the mediastinal mass. The procedure was converted to open to control the bleeding. The intuitive surgical, inc. (Isi) clinical technical associate (cta) who was present during the procedure stated that the surgeon used a cadiere instrument to grasp onto tissue while the surgeon undocked arms 2 and 3, and then used the instrument release kit (irk) to open the jaws of the cadiere forceps instrument from the tissue. Isi followed up with the surgeon and obtained the following information: there was a small amount of bleeding from the mediastinal mass (the surgeon does not know the type of tissue the mediastinal mass consists of) during the robotic portion of the procedure. The surgeon decided to convert the procedure to open surgery as the mass was highly vascular and she wanted to have better control of the bleeding. The surgeon explained that she thought it would be safer to control the bleeding in an open procedure. According to the surgeon, she did not anticipate the vascular nature of the mass and the conversion of the procedure to open. The surgeon stated that there were no product issues which caused the bleeding. There was no unexpected movement of the system arms or instruments which caused the bleeding. Before converting, she used the cadiere forceps instrument with a gauze attached in its jaws to apply pressure to the bleeding point. Arms 2 and 3 were then undocked (the endoscope was attached to one of these arms) in order for the surgeon to make the incision on the chest during the conversion to open. Since the endoscope was already removed, the surgeon used the irk to remove the cadiere forceps instrument from the patient's body. There was some additional bleeding during the open portion of the procedure due to the highly vascular nature of the mass. The patient was transfused with 2 units of blood. The bleeding was eventually controlled and the rest of the procedure was uneventful. There were no post-operative complications in the patient. The patient`s chest tube removed on post-operative day (pod) #2 and the patient was discharged on pod #3. Patient demographic information were enquired but not provided. No instrument will be returned to isi for failure analysis.